Manufacturer narrative:
The device, intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure. The wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review has found other related events. Smith + nephew has implemented corrective action relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during treatment, a problem was noticed in four opsite flexifix gentle 5cmx5m rolls. Most of the silicone glue stays stuck to the protective plastic and not to the film. This prevents the adhesive from sticking to the patient making it unusable. Treatment was resumed, without any delay, using a smith and nephew back-up device. No health consequences were reported.

Manufacturer narrative:
H10: additional information the complained product has been returned, confirming the reported event visual inspection, noted no obvious defects, functional testing confirmed silicone remained on the carrier, reducing adherence. The root cause has been deemed a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instructions for use. A documentation review has been conducted, confirming previous complaints of this nature, with corrective action currently under effectiveness review, the complained product was released prior to the actions being initiated. The instructions for use and risk files, mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Event description:
It was reported that, during treatment a problem was noticed in four opsite flexifix gentle 5 cm x 5 m rolls, most of the silicone glue stay sticked to the protective plastic and not to the film. This prevents the adhesive from sticking to the patient making it unusable. Treatment was resumed, without any delay, with a smith and nephew back-up device. No health consequences were reported.